Manufacturer narrative:
(B)(4). Concomitant medical products: metasul ldh, head, 42, code h, taper 18/20 item#0100181420 lot#2362402. Metasul ldh, head adapter, m, 0, taper 12/14-18/20 item#0100185146 lot#2385715. Acetabular restrictor item#00419900132 lot#60698296. Versys hip system femoral stem item#7662-12 lot#60280908. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision operation due to loose cup and possible metallosis, approximately thirteen (13) years four (4) months from initial implantation. Metallosis was confirmed intraoperatively. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10 according to the received surgical reports, the reported event can be confirmed. No product was returned for visual examination. This device is intended for treatment. Review of the device history records did not identify any deviations or anomalies during manufacturing. No further investigation required as this issue is known (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, d9, g3, g6, h2, h3, h6, h10 multiple MDR reports were filed for this event, please see associated reports:0009613350-2024-00129, 0009613350-2024-00130. The cup, the head and the head adaptor were returned for investigation. All three item show signs in the form of scratches and nicks, most probably due to the revision surgery. The anchoring surface of the shell shows no bone ongrowth. The articulating surfaces of the shell and the head show some discoloration zone, most likely due to an uneven distribution of contact load in different areas. The taper surface of the head adaptor shows signs of fretting corrosion, most probably due to the contact with the stem taper. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were received and reviewed by a health care professional. Patient is female and was born in 1971. The patient underwent an initial left tha due to rheumatoid arthritis. Surgical notes of this procedure report very thin anterior-inferior acetabular wall and protrusion of the acetabulum that alters the normal anatomy. The patient underwent revision surgery due to loosening of the cup and metal related pathology. Surgical notes of this procedure report presence of brown fluid upon hip incision and presence of dark tissue in the joint consistent with local adverse reaction from metal on metal disease. The cup was found loose while on the head adaptor taper and the taper of the stem signs of wearing were found. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.